Event description:
Boston scientific received information that this patient was symptomatic with high rates during minimal activity and was in the clinic. A hall walk was performed and reprogramming options will be discussed with this patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.